Event description:
Additional review indicated that the patient had new pump implanted, and two weeks later the patient had to have a catheter revision. The health care provider was having difficulty to have the catheter pull out. It took hours for the health care provider to get it out. The patient had a very low blood pressure after surgery. It was like 80 something over 48 according when the patient was released. The patient was in intensive care unit. The patient stated it was the morphine drip. The patient had huge tumor on his stomach, on the side of the stomach. The patient also had numbness I his feet at night time and he couldn¿t sleep at night as well. The tumor was healed inside of the patient and the swelling went down a little bit more.

Event description:
The patient had a new pump placed about three weeks prior; he was experiencing pain and numbness in back, pain around the pump, and foot problems. It was stated that he had had many surgeries (details not provided) and he also didn't feel it was appropriate to be released from the hospital without a follow-up appointment as he had blood pressure issues. Additionally, the patient was told the catheter was clogged up and so it was replaced along with the pump. The patient was searching for a new physician. Patient and device information were not provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).